Event description:
According to the clinical article: thirty-two high-flow csf leaks were repaired with a pnsf alone without the product (group a), and 42 were repaired with a pnsf with the addition of the product (group b). In group b, there was 1 delayed postoperative csf leak.

Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(4) 2012.